Event description:
Ten months post left proximal internal carotid artery stenting with a precise pro rx ((B) (4)) an adverse event of repeat carotid revascularization was reported. Successful stent revascularization of a 70% stenosis with placement of another unknown precise stent resulted in a 30% residual stenosis. Lesion site was indicated as proximal left ica and ostial left ica. It was reported that the patient is doing well with no further adverse events and no product malfunctions.

Manufacturer narrative:
At index procedure, the patient presented with a medical history of contralateral carotid occlusion, post radiation treatment, hyperlipidemia, cardiac arrhythmia, history of smoking, diabetes mellitus, and hypertension. Baseline (B) (6) stroke scale 1 and stroke score 0; however, it was indicated that the patient was asymptomatic. Pre-procedure medication included aspirin and clopidogrel. Great vessel variant indicated as bovine arch type with mild great vessel tortuosity. The proximal left internal carotid artery (ica) lesion was 80% stenosed with a lesion length of 20. The lesion was concentric and eccentric with moderate calcification. Intra-procedure medications included heparin and clopidogrel. The total length of the stented segment was 40.0. An angioguard rx was deployed and successfully deployed without technical problems or associated adverse event. No predilation was documented. The precise pro rx was deployed at the target lesion without stent malfunction or associated adverse event. The angioguard was retrieved without technical difficulty or adverse event with debris. The final target lesion diameter stenosis was 10%. Post procedure and discharge medications included aspirin and clopidogrel. Discharge (B) (6) stroke scale score was 1 with stroke score of 0 the following day. Thirty day follow-up reported (B) (6) stroke scale sore of 1 and stroke score of 0 and study medications of aspirin and clopidogrel. It was indicated that there were no adverse events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14059517 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for lot 14059517 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 24054 and stent lot numbers 120536, 120381; and the results indicate that the stent shipped meets specified release requirements. In-stent restenosis is a known potential outcome of carotid artery stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat revascularization. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Well-known predictors associated with a higher rate of restenosis following stent implantation include patient factors such as gender, prior history of restenosis, diabetes, hyperlipidemia, hypertension, and smoking and vessel characteristics and procedural factors including severity of the stenosis, presence of calcium, eccentric lesions, ostial or proximal lesion location. Based on the available information patient history, procedural factors, and lesion characteristics may have contributed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint; therefore no corrective actions will be taken at this time.